Manufacturer narrative:
This case, with patient identifier (B)(6) (compact plus system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 397 mg/dl (aviva meter) and 173 mg/dl (compact plus meter). No adverse event reported. The test strip lot number was not provided for the compact plus system. Return of the suspect device was requested for evaluation.